Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her battery yesterday and received a low battery alert today. The customer changed the battery again but the device alarmed motor error. The customer rewound the insulin pump and no delivery occurred. Motor error alarms have been occuring again, too. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting found that the drive support cap was flush. The patient's current blood glucose is 576 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alerts were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside the device and it passed. The drive support disk was inspected and no anomalies were noted. The pump was received with minor scratches on the lcd window.